Manufacturer narrative:
(B)(4). Date sent: 11/14/2025. Additional information was requested, and the following was obtained: the hospital did not keep the device, and it was not possible to recover it. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition, therefore, it has been determined that no corrective and preventive action is required at this time. However, if the product is received at a later date, the investigation will be updated as applicable.

Event description:
It was reported that during a gastric bypass procedure, it was observed that the last two staples did not close properly. It was during the creation of the pouch in the stomach. Changed to a new one to complete the procedure with a delay of five minutes. There was no patient consequence reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 10/30/2025 b3: only event day and year known: 16, 2025 d4: batch # unk . Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.